Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: boston scientific apex; guide wire: balance middle weight 300 cm; stent: medtronic endeavor. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Furthermore, balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. There was no report of any leaks noted during preparation for use, which may indicate that the balloon was not damaged prior to the procedure. Although there was no information on the patient anatomical morphology (tortuosity or calcification), the trek was used to treat thrombosis of a previously implanted stent, which may have contributed to the reported difficulties. It is likely that the balloon interacted with the stent implant and/or the patient anatomy during advancement and thereby contributed to the reported resistance. This interaction may have caused the balloon material became damaged (scratched) as a result, such that the balloon ruptured upon inflation attempt; however, this cannot be confirmed. Although the reported resistance appears to be related to circumstances of the procedure, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. The profile dimensions on all products are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all dilatation catheters are leak tested online and a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that a non-abbott stent was implanted in the left anterior descending coronary artery (lad). A few weeks later, on (B)(6) 2011, angiogram revealed thrombosis in area of the stent. A 2.5 x 15 mm otw trek balloon was advanced over a balance middle weight guide wire through the implanted stent with a little resistance met. During the first inflation in the lad ostial lesion, the trek balloon ruptured at unknown pressure. The balloon and delivery catheter were completely removed from the anatomy without difficulty. A non-abbott balloon was successfully inflated in the lesion but resulted in a dissection in first diagonal artery. The dissection was treated with implantation of a xience v stent and the procedure was completed. There was no adverse event or clinically significant delay in procedure or therapy due to the trek balloon rupture. No additional information was provided.